Event description:
It was reported that the customer was trying to change the tubing on the insulin pump and when she pressed the act button, she received a blank screen. Customer received a blank screen when she tried to prime the pump. Customer stated that when she was on the phone with the helpline, the pump was normal. Customer's blood glucose level was 249 mg/dl. Customer went through a set change and was not sure what was causing the blank screen. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.